Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed the pump supplies multiple times to address occlusions. Customer's blood glucose was 130 mg/dl. As the pump supplies were changed, tandem technical support was unable to determine a possible cause of the past occlusions. Upon follow up, customer resumed insulin delivery after changing out the cartridge and infusion set.